Event description:
Additional information was received from a manufacturer representative via a consumer who was implanted with a neurostimulator. It was reported that the puffiness in the patient's feet resolved and that she believes it was the anesthesia. The patient also reported that her doctor did not think the constipation was due to the stimulator but because she stopped taking her miralax which resulted in fecal impaction. She stated that was uncomfortable and she won't stop taking it again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that she was implanted on (B)(6) 2016 with the trial external neurostimulator (ens) for bladder because she could not hold her urine. She was having some symptoms. She though symptoms might be from anesthesia or something. She reported constipation. Patient mentioned she does have a tendency to get constipation once in a while. She took miralax for it. She had a good bm (bowel movement) on the day of this call. She reported having swollen feet and puffy hands. She went to church on sunday and her urine level was really low and she tried to get it twice but it was not as strong. She went home and her feet were swollen and hands were puffier than they usually are. Today, the swollenness was gone down and she could see her veins in her feet but they were still puffier than normal. It was indicated she was gaining weight because she changed her inhaler, she did not like that and it was driving her crazy. Her feet were swollen. Patient stated she is holding water and she does not need to do that. She took a water pill furosemide at 9:45 and at 10 she thought she had to go but it was not enough, she was not getting enough feeling that she had to go. At 10:55 she had to go again but it was not much and by 11:30 she went and it was good. At 12:15 she was on program number 4, she had to really go. At 12:55 she was on program number 3, she thought it was 12:15 where she did not quite make it to the bathroom. She started going and by the time she made it there, she guesses she should have chosen program number 5. It was noted she put on program number 4. Patient stated there was an improvement with the therapy.